Event description:
The patient said she has been experiencing elevated blood glucose levels in the 300-500 mg/dl range for a week. She says her current blood glucose level when calling animas was 527 mg/dl and denies symptoms of ketones. She states she is programming bolus doses based on pump recommendations. The patient's settings were reviewed and deemed correct. The pump's delivery history matched the programmed amounts. She also said she has been taking bolus doses through an insulin syringe and says that her blood glucose level responds better to insulin through a syringe. She said that during her last set change she did notice that the insulin leaked at the adhesive pad. She stated that leaking is not a common problem and sees no leaking at the skin site with her current infusion set. She says the infusion sites appear healthy and she is not aware of any scarring in the area. The patient changes her infusion site approximately every three days. The patient said she could prime the pump easily and was able to deliver 5 units of bolus insulin successfully.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/12/2013 with the following findings: a review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.